Manufacturer narrative:
Device evaluated by MFR: images from the reporting facility revealed that the tip was damaged which is consistent with the use of the device. The image also shows that the balloon may have not been fully deflated which likely contributed to the failure. The reported tip damage and difficulty removing the ancillary device confirmed.

Event description:
It was reported that a dissection occurred. Event summary: a 14f isleeve introducer sheath was selected and positioned for a transcatheter aortic valve replacement (tavr) procedure. After valve implantation, a non-bsc 22mm balloon was used for post dilatation. During withdrawal of the balloon catheter it caught on the tip of the isleeve. A vessel dissection was noted in the iliac artery that was treated with the implant of a stent with good result. The patient was stable post procedure.

Event description:
It was reported that a dissection occurred. Event summary: a 14f isleeve introducer sheath was selected and positioned for a transcatheter aortic valve replacement (tavr) procedure. After valve implantation, a non-bsc 22mm balloon was used for post dilatation. During withdrawal of the balloon catheter it caught on the tip of the isleeve. A vessel dissection was noted in the iliac artery that was treated with the implant of a stent with good result. The patient was stable post procedure.